Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump alarmed patient side occlusion during an infusion of pitocin y-sited into a lactated ringers running at a bolus rate. It was also reported that "when correct the pressure settings the nurse paused the infusion. The alarm and the pause ¿ caused 2 ¿ ¿0¿ rates in infusion verify (interoperability workflow). It took the nurse approximately 4 minutes to correct the issue. To sign off the documentation, it forced a dual sign in epic when attempting to restart the infusion." This was reported to bd interoperability consultant during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an patient side occlusion alarm was not determined because no products or device logs were returned.

Event description:
It was reported that the pump alarmed patient side occlusion during an infusion of pitocin y-sited into a lactated ringers running at a bolus rate. It was also reported that "when correct the pressure settings the nurse paused the infusion. The alarm and the pause ¿ caused 2 ¿ ¿0¿ rates in infusion verify (interoperability workflow). It took the nurse approximately 4 minutes to correct the issue. To sign off the documentation, it forced a dual sign in epic when attempting to restart the infusion." This was reported to bd interoperability consultant during their site visit. There was patient involvement but no harm.